Event description:
The customer reported the paddles are not delivering shock. There was no reported pt impact.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.